Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device could not be interrogated and that the magnet rate indicated premature end of life.